Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor (icm) exhibited electromagnetic interference (emi). No intervention was performed and there were no patient consequences.